Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump motor was not running. No patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were broken on the bottom case and the plunger assembly, both front corners of the top case are chipped out, and the battery door is cracked. The devices event history log was reviewed for evidence of the reported event, motor not running was found. To conduct functional testing, an occlusion test was performed. Upon testing, it was revealed reported problem of motor not running error was found at the beginning of the occlusion test. Incorrect assembly by customer as the main board was sitting on top of extrusion instead of inside the grove of extrusion. To address the issue the mainboard was reseated and passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.